Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message resulting in the device emitting beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally and the battery depletion message was a false/positive. Data analysis confirmed the presence of extensive magnet applications during a potential surgical procedure, which, resulted in the battery depletion message. Technical services (ts) discussed that the battery status would start recovering and return to normal after a period of approximately 14 days. Ts also discussed that the beeping would stop and the alert would clear upon interrogation with a programmer. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk assessment: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.